Manufacturer narrative:
(B)(4).

Event description:
Reportedly, screen calibration issues were encountered during a threshold test. The subject programmer was returned. Preliminary analysis results showed that the reported event was most probably due to a damaged display cable. The programmer followed the normal repair workflow and was returned to the field.

Event description:
Reportedly, screen calibration issues were encountered during a threshold test. The subject programmer was returned. Preliminary analysis results showed that the reported event was most probably due to a damaged display cable. The programmer followed the normal repair workflow and was returned to the field.